Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to a persistent impedance issue was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-14484. It was reported that the system was explanted due to a persistent impedance issue. There were no complications during the procedure.